Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus korea (okr) there was the possibility that the reported phenomenon was attributed to the following causes. It is possible that the reported phenomenon occurred due to temporary catching of internal parts in the insertion section of the device. It has been confirmed that the play of the up/down angulation control knob of the device is out of specification. It is possible that the distal end of the endoscope did not manipulate even when the angulation control knob was turned due to the play of this knob, which gave the user impression that the angulation was locked.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the angulation lock occurred and could not disengage. Olympus (B)(4) checked the subject device and could not found the reported phenomenon. There was no report of patient injury associated with the event.